Event description:
It was reported that there were coupling and communication issues. An implantable neurostimulator overdischarge was suspected. The patient started having trouble recharging approximately 9 months prior to the date of this report. It was taking her over 12 hours to recharge. The patient had to stand and be very still in order to get communication. The patient was not able to successfully recharge and she lost stimulation about 6 months prior to the date of this report. She had tried the physician mode recharge at home two times but was unsuccessful. The patient started experiencing symptoms 9 months prior to the date of this report and she had a lot of falls. She had suffered from seizures but the seizures were now under control. Follow up information reported that the battery was over discharged and the patient had not been able to recover therapy. The patient was evaluated on (B)(6) 2012 by physician assistant and she was scheduled for re-implantation of battery on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 37752 serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37742 serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 3708240 serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that the device was explanted and replaced because "it expired" and didn't work anymore. The reporter stated that the device was at end-of-service. It was reported that the patient recovered well and was receiving effective therapy at her last appointment in (B)(6) 2012.